Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, there was special attention to the purge disc retainer and purge disc flag. No issues related to purge pressure disc detection or function could be found. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported the aic pressure sensor was not reading. Action taken to resolve the issue are unknown. There was no patient harm reported.